Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 500 mg/dl. Reportedly, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue, and customer was not manually checking bg levels. Additionally, customer was not using the pump to deliver any corrections for bg level. Bg was treated via 10 units of insulin. Reportedly, customer left the ER a few hours later with the issue resolved and no permanent damage.